Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and decreased sensing. Imaging revealed possible dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received noted that lead sensing was intermittent.

Manufacturer narrative:
The reported events were lead dislodgement, increasing capture thresholds, decreasing sensing, intermittent sensing, and r- wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of increasing capture thresholds, decreasing sensing, intermittent sensing and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.